Event description:
Reporting due to the account alleged that a nurse cut her finger while making the bed for a baby. It was a specifical cut and required no sutures or stitches.

Manufacturer narrative:
The account alleged that the corners are becoming brittle and are breaking out. A replacement tub was sent to the account.